Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "we are doing a routine total hip. In the process of implanting the femoral stem the threads of the inserter, that holds the stem onto the inserter, broke off inside the stem. Could not remove the broken portion of the stem inserter from the stem. Had to remove the stem altogether and use another stem instead."